Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was above unknown at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that this was the second time without low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin pump passed the displacement test, self test, sleep current measurement and active current measurement.